Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v557930, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. The patient noted that the original reason for the implant had been for infections. It was reported that the patient had been getting infections and her bladder was not working 100 percent. Her healthcare provider determined that a second implantable neurostimulator (ins) should be implanted, since the infections began occurring again after the first ins. At the time of implant for the second ins, the healthcare provider determined that the lead was not placed correctly for the first implant. The ins and lead were left in place because the healthcare provider did not want to remove and replace them at that time. The issues with the bladder infections had not been resolved; she was having repeated infections and had an issue taking antibiotics. One ins was working and one was not working, which she would have replaced. The patient had a check two weeks prior to (B)(6) 2016 to affirm the second ins was necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.